Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level rose to greater than 22 mmol/l (396 mg/dl) while wearing the pod between 36 and 48 hours. Symptoms included nausea, vomiting, rapid heart rate, abdominal pain and a shortness of breath. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). The patient was treated with insulin, intravenous fluids, electrolyte replacement, an analgesic, and unspecified nausea and vomiting medication. The patient was discharged from hospital on (B)(6) 2026, after being hospitalized for three days. The pod was discarded by the patient.